Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during insertion of the lens into the patient's eye, the trailing haptic was damaged. The surgeon enlarged the incision and removed the lens. Another lens of same model was implanted successfully and sutures were placed. According to the surgeon, the patient's current prognosis is good. Please reference MDR # 2031924-2013-00090 for the intraocular lens.